Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 13-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later 1 day after starting treatment had leg pain, also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc (2 series). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) for knee osteoarthritis. On (B)(6) 2017, the patient left work as he complained of severe leg pain (latency: 1 day). It was reported that the patient remained off work until an unspecified date in (B)(6) 2017. The patient was given anti-inflammatories and was instructed to wear a brace. It was reported that the patient had follow up on (B)(6) 2017. Corrective treatment: anti-inflammatories and was instructed to wear a brace for leg pain; not reported for device malfunction. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Follow up information was received on 14-nov-2017. No new information received. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow-up information was received on 15-dec-2017. No new information was received. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: case concerns a patient who has experienced leg pain after receiving synvisc one injection from the recalled lot. Based on the available information, temporal relationship can be established between the event and suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company.therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction was added). This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 13-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later 1 day after starting treatment had leg pain, also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc (2 series). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) for knee osteoarthritis. On (B)(6) 2017, the patient left work as he complained of severe leg pain (latency: 1 day). It was reported that the patient remained off work until an unspecified date in (B)(6) 2017. The patient was given anti-inflammatories and was instructed to wear a brace. It was reported that the patient had follow up on (B)(6) 2017. Corrective treatment: anti-inflammatories and was instructed to wear a brace for leg pain; not reported for device malfunction. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction follow up information was received on 14-nov-2017. No new information received. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 20-dec-2017: case concerns a patient who has experienced leg pain after receiving synvisc one injection from the recalled lot. Based on the available information, temporal relationship can be established between the event and suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.